Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer¿s current blood glucose level was 220 mg/dl. The customer was treated for the low blood glucose with juice. The customer declined to troubleshooting. The insulin pump will not be returned for analysis and the sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.